Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, closure separation (shield is separated from stopper and stopper remains in the tube) occurred on 10 tubes while on the customer's analyzer(beckman coulter dxa5000). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. Evaluation of these photos shows evidence that the stopper remained inside the tube. Additionally, 30 retained samples were functionally tested for stopper-shield separation and found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, closure separation (shield is separated from stopper and stopper remains in the tube) occurred on 10 tubes while on the customer's analyzer(beckman coulter dxa5000). There was no health impact or consequences reported.